Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the buttons were not responding. No harm requiring medical intervention was reported. The customer also stated that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to unresponsive button. No button error alarm during testing. Device received with intermittent button response due to flatten esc, act and up button dome switch (creased). Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address or serial number label and cracked belt clip slot.